Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent dislodgement occurred. During preparation the 3.5x12mm taxus liberte stent dislodged from the stent delivery system. The device was not used and another 3.5x12mm taxus liberte stent was used to successfully complete the procedure. No patient complications were reported the patient status is stable.

Event description:
It was reported that prior to a stenting treatment procedure, stent dislodgement occurred. During preparation the 3.5x12mm taxus liberte stent dislodged from the stent delivery system. The device was not used and another 3.5x12mm taxus liberte stent was used to successfully complete the procedure. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the stent was detached from the balloon and was free moving along the shaft. An examination of the stent found that the proximal edge of the stent was damaged, resulting in the stent struts being raised. There was slight flaring at the distal end of the stent. An examination of the balloon found a clear impression of the stent crimp on the balloon. The balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).